Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the act button on the insulin pump is unresponsive. Customer's blood glucose level at the time 201mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump had an intermittent button response on the act button due to corroded keypad traces noted. The insulin pump had minor scratches on lcd window, broken reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.